Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: in a response received from the health care provider on (B)(6) 2010, it was learned that the device was explanted due to regurgitation/insufficiency of the native valve and was not considered a malfunction of the device. The surgeon indicated that the device was not available for return and no operative report would be provided. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. There are many factors that could result in the need to explant an annuloplasty ring and replace with a bioprosthetic valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, procedure factors. It is typically not related to product malfunction. In this case, no operative report or reason for replacement of the native heart valve was provided; however, the surgeon indicated that the explant was not related to product malfunction.

Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, an annuloplasty ring was explanted after an implant duration of approximately four years due to regurgitation and replaced with an edwards magna mitral valve.